Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological the following information was provided by the initial reporter and translated to english: the customer stated "there is a particulate on the tube."

Event description:
It was reported before use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological the following information was provided by the initial reporter and translated to english: the customer stated "there is a particulate on the tube."

Manufacturer narrative:
The date of event has been provided by the customer. The following information has been updated: b.3. Date of event: (B)(6) 2020.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes experienced foreign matter in tube; biological and non-biological the following information was provided by the initial reporter and translated to english: the customer stated "there is a particulate on the tube."